Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Info was received that reported a pt was hospitalized in 2009 for hyperglycemia. The pt reports that their blood glucose was 500 mg/dl upon admission. She was being treated with subcutaneous insulin injections. Pt reported she was scheduled to be discharged later that day. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.